Event description:
It was reported that a system error (se) 2240 (air in set) alarm occurred during dwell three on the home choice (hc). The home patient (hp) stated they were only using one bag and it was empty. The hp stated the lines were clamps and the patient line was clamped. During troubleshooting, there was nothing unusual found with the supplies. The technical service representative (tsr) had the hp cycle power to clear the alarm and the hp would perform a manual drain. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified.  As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.